Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to site issue such as itches, red, raised no discharge or pus on (B)(6) 2018. Customer reported that the reason of hospitalization was due to site issue. The customer's blood glucose unknown.customer was treated with benadryl cream. Customer reported that the devise was in use at time of hospitalization. The devise will be returned for analysis.

Manufacturer narrative:
The event was reported in error.